Manufacturer narrative:
Complaint conclusion: during an unknown abdominal aortic aneurysm (aaa) intervention, a marker band on a supertorque catheter (cath mb 5f pig 110cm 6sh) became dislodged and was unknowingly left in the patient, the marker band was positioned in the incraft prosthesis. It was reported that this was discovered a few days after the procedure and it was successfully removed using an unknown snare. Several attempts were made to gather additional information; however, no further information was reported. The device was returned for analysis. A non-sterile cath mb 5f pig 110cm 6sh was received for analysis inside of a clear plastic bag. Per visual analysis, a separated condition was noted at 25 cm from the distal end, also per visual analysis it was noted that 2 out of the 20 marker bands (19 and 20) were moved from their original positions and piled up together. Only marker bands 1 to 18 remained in their original positions. (The position of the marker bands are numerated from the distal end to the hub). No other damages or anomalies were found. Per functional analysis, a .038¿ lab sample guidewire was inserted in the catheter via the distal tip. The guide wire could not be passed all the way through the catheter body, this was due to the marker bands being out of position and the elongated condition. Per microscopic analysis, the marker band marks on the surface of the device did not present with evidence of damage (scratches, peelings, abrasions, etc.). Also, the separation edge was observed under the microscope. The edge of the separated section presented with evidence of elongations and frayed edges; these characteristics suggest that the device was induced to stretching/pulling or twisting events that exceed the material yield strength prior to the separation. No other issues were noted during microscopic analysis. Product history review could not be performed since the device lot number is unknown. The reported ¿marker band (supertorque) - dislodged in patient¿ was not confirmed since all the marker bands were present on the received device. However, a marker band - offset/out of position and a body/shaft separation were observed on the returned device. The exact cause of these conditions could not be conclusively determined during the analysis. Vessel characteristics, while unknown, and procedural/handling factors may have contributed to the reported events. The elongations noted on the catheter body suggest that the device was induced to stresses that exceeded the material yield strength, this may have been the cause of marker band migration and catheter separation. Per the instructions for use, which is not intended as a mitigation, ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter.¿ the device analysis does not indicate that the reported events could be related to the manufacturing process, however without a lot number to conduct a product history record review, it is not possible to conclusively determine if the reported event could be related to the manufacturing process.

Manufacturer narrative:
Complaint conclusion: during an unknown abdominal aortic aneurysm (aaa) intervention, a marker band on a supertorque catheter (cath mb 5f pig 110cm 6sh) became dislodged and was unknowingly left in the patient. It was reported that this was discovered a few days after the procedure and it was successfully removed using an unknown snare. Several attempts were made to gather additional information; however, no further information was reported. The device was not returned for analysis. Product history review could not be performed since the device lot number is unknown. The reported ¿marker band (supertorque) dislodged - in-patient¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Vessel characteristics, while unknown, and procedural/handling factors may have contributed to the reported event. Per the instructions for use, which is not intended as a mitigation, ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter.¿ since the device was not returned for analysis, and without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an aaa intervention, the pigtail marker band on a super torque catheter (cath mb 5f pig 110cm 6sh) became dislodged and was left in the patient. It was reported that this was discovered a few days after the procedure. The marker band was positioned in the incraft prosthesis. The marker band was removed a few days later using an unknown snare. There was no patient injury reported. The device was clinically used and will be returned for analysis.